Event description:
Pt has had progressive pain especially over the left buttock and trochantric area. X-rays show signifcant bone overgrowth of a kuntscher rod which is broken through the eye of the rod with approx 3 - 4 cm overgown around the tip of the broken rod. Their femur appears well healed. Pt has a similar rod in right femur which may show some lone of fracture proximallly but apparently not completely broken.